Event description:
It was reported that the patient stated his inflatable penile prosthesis (ipp) developed a fluid leak and no longer works. The patient stated that a sonogram confirmed the reservoir is empty. No revision surgery has been performed, and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Event date not provided. Therefore, 03/01/2025 was used as approximate event date.